Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The following additional information was obtained: the instrument was carefully inspected prior to use, with no damage or abnormalities observed. During a dissecting task, a fragment of the instrument fell inside the patient, which the surgeon attributed to instrument quality. The issue involved a one use instrument. No functional issues or collisions with other instruments or hard materials were reported. Instrument removal was performed with the wrist straightened and without resistance or damage to the cannula. All fragments were retrieved by the doctor and confirmed by x-ray, eliminating the need for additional surgical procedures. X-rays were performed post-operatively to ensure no fragments remained, and the procedure was completed robotically without patient injury. The patient did not experience any post-surgical complications related to retaining a foreign object and did not return to the hospital. Both the instrument and the retrieved fragment are available for return to intuitive surgical for evaluation, and no photographic images or videos of the event were available for review.

Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation. A review of an image provided by the customer was performed. The image appears to show a broken curved blade on a harmonic ace instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the harmonic ace instrument broke. A fragment fell inside the patient but was retrieved during the same surgical procedure which was completed robotically using a backup harmonic ace instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the base. A piece approximately 0.396in" x 0.084in" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.